Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was not able to perform a bolus. Customer states that after changing battery insulin pump alarmed for low battery and loose battery cap. Troubleshooting was performed and bolus function was disabled. Customer¿s blood glucose was 92mg/dl. Insulin pump will not be return for analysis.